Event description:
It was reported that during a follow-up, the right ventricular lead exhibited noise and loss of capture. The leads pacing configuration was reprogrammed to remove the noise. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.